Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 250 mg/dl. The customer indicated that the occlusions were related to the cartridge. As the cartridge had been changed, tandem technical support was unable to perform a system check to confirm if the cartridge was the source of the occlusion. The customer was using apidra insulin.

Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.